Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-54636 regarding this event under the insulin pump and report 2032227-2014-36726. For first low blood glucose event on (B)(6) 2014.

Event description:
Customer reported that she experienced had low blood glucose of 30 mg/dl at and the sensor was reading 67 mg/dl when the paramedics came to the house. Customer stated she received low glucose alerts but the insulin pump did not go into threshold suspend. Customer stated this was the second incident on the same month; customer was treated and she came around; not hospitalized. Most recent blood glucose was 149 mg/dl. Nothing further reported.